Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Unspecified functional failure the instrument is stripped and will not work as intended.

Manufacturer narrative:
After further review it was determined that the suspected surgery time extension was not confirmed. Therefore the report was submitted erroneously. And we are filing this correction report.